Event description:
During a call for draining slowly on (B)(6) 2026, this peritoneal dialysis (pd) patient stated she had a pd catheter (not a fresenius product) repositioning and there is a pink color in the pd tubing due to an infection. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture returned positive for gram positive staphylococcus (no species). The patient underwent a pd catheter revision on (B)(6) 2026 due to drain complications. The pdrn confirmed the pink tinged effluent was from the surgery. The patient is continuing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was not determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, the culture result of gram-positive cocci, staphylococcus, suggests a breach in aseptic technique. ¿gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination.¿ ¿the most common pathogens are coagulase-negative staphylococcal species that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series.¿ based on the available information and no allegation or evidence of a defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.